Event description:
It was reported that medical attention was sought on (B)(6) 2017 at 1:00 am after the end user received false blood glucose results from his prodigy diabetes meter. The end user experienced dizziness, confusion and shaking accompanied with a blood glucose reading of 103 mg/dl. The paramedics were called and upon arrival they performed a blood glucose test with their meter and the result was 40 mg/dl. The end user was given sugar water to assist in stabilizing his blood glucose and transported to the ER. Once he arrived to the ER his blood glucose reading was 112 mg/dl. The reporter could not recall as to what particular treatment was given or if additional test were performed. After 3 hours at the ER the end user was discharged with a blood glucose reading of 110 mg/dl and was instructed to follow-up with his pcp. No additional details were provided in regards to this medical event.